Event description:
It was reported that customer observed damage to tandem charging cable, although charging supplies still functioned. There was no reported impact to the customer¿s blood glucose level. Customer continued to use functional supplies, and technical support arranged replacement of damaged charging supplies.